Event description:
It was reported that the patient presented at the emergency room with signs and symptoms of congestive heart failure. Lead interrogation identified no atrial capture and atrial undersensing on the right atrial (ra) lead. Interrogation also confirmed rising thresholds since implant with a sharp increase to high thresholds noted approximately three months prior to interrogation. A corresponding decline in sensing and a minor rise in lead impedance were also recorded. The patient left the emergency room prior to any intervention. No reprogramming was done and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694965 lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. The analyst commented that atrial capture management measured thresholds less than 1.0 v through (B)(6) 2014 and then thresholds began to gradually rise up to 2.0 v the week of (B)(6) 2014. Thresholds then spiked to 2.5 v or higher starting (B)(6) 2015. Analysis of the device memory also indicated the impedance trend on the atrial pacing lead was rising. The analyst noted an atrial lead impedance of approximately 450 ohms through the week of (B)(6) 2015. Impedance then began to gradually rise up to a maximum of 779 ohms by the week of (B)(6) 2015. Lastly, analysis of the device memory indicated atrial undersensing. The p-wave amplitude was approximately 3.5 mv through (B)(6) 2014 and then decreased to less than 1.0 mv starting the week of (B)(6) 2015. (B)(4).

Event description:
It was also reported that far field r-wave sensing was indicated during lead interrogation.